Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother reported that the sensor wire was believed to be left in the skin upon removal of the sensor, which occurred after the patient pulled the transmitter off. On (B)(6) 2016, the patient was taken to the emergency room (ER) to have an x-ray performed to determine if the sensor wire was lodged in the patient's skin. X-ray revealed that the wire was not lodged in the patient. At the time of contact, the patient was stable. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of detached sensor wire could not be confirmed. A root cause could not be determined.